Event description:
Boston scientific received information that during a routine in-clinic follow up, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of 2,400 ohms. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and a new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.